Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated below the maximum rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured during inflation at 2 atmospheres for 5 seconds.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated below the maximum rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured during inflation at 2 atmospheres for 5 seconds. It was further reported that the target lesion was about 65% stenosed non-tortuous and non-calcified.

Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilation. However, when the balloon was inflated below the maximum rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.